Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During use of the device, the air bubble sensor issued a false air bubble alarm. There was no adverse consequence to a patient as a result of this event.